Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon felt the guidance system was inaccurate during a t3-l4 procedure. The surgeon tested all trajectories by sending the surgical arm and verifying accuracy. The surgeon concluded the system was inaccurate visually as the procedure was open and the trajectories appeared medial so the patient was re-registered. The surgical system was mounted to the thoracic segment using a dual clamp and bone mount bridge. CT-fluoro registration was repeated, but the surgeon still felt the system was inaccurate. The surgical system was mounted for the lumbar segment using dual schanz arms with pins in the left and right psis. Registration was completed, but the surgeon felt the system was inaccurate. The cause of the inaccuracy was not determined. The only work done prior to registration was exposure of the patient's spine. The use of the guidance system was aborted and the screws were placed freehand. There was no patient harm and the procedure was delayed over an hour.